Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead fractured. It was reported that the patient presented to the hospital due to inappropriate shock. The physician noted high threshold capture, high out of range pace impedances greater than 2,000 ohms and episodes of noise and oversensing. The physician plans to perform a revision procedure in the near future. No adverse patient effects were reported.